Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5057672) on 19-nov-2015. The most recent information was received on 12-jun-2018. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s)"), endometritis ("endometritis"), menorrhagia ("heavier menstrual flow"), genital haemorrhage ("heavy bleeding / abnormal bleeding (general)"), autoimmune thyroiditis ("autoimmune disorder type of disorder: hashimoto's") and coeliac disease ("autoimmune disorder type of disorder: celiac disease") in a 31-year-old female patient who had essure (batch no. A20058) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: oral contraceptie nos. Concomitant products included bupropion (wellbutrin) and sertraline (zoloft). On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), dysmenorrhoea ("severe menstrual pain"), mood swings ("mood swings"), acne ("face acne") and vaginal haemorrhage ("abnormal bleeding (vaginal bvleeding)"). On the same day, the patient experienced pain ("severe pain / got the device implanted 3 years ago, and have been in pain ever since"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2013, the patient experienced depression ("depressed"). In 2014, the patient experienced alopecia ("hair was falling out"). In 2015, the patient experienced rash ("rashes"). In (B)(6) 2017, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant) and coeliac disease (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain / crippling pain"), inflammation ("inflammation"), abdominal distension ("abdomen is always swollen and bloated looking"), abdominal pain lower ("cramps"), weight increased ("weight gain"), abdominal pain ("abdominal pain"), menstrual disorder ("abnormal menses"), anxiety ("anxious"), dermatitis contact ("sensitive to plastics") with mouth swelling and oral mucosal exfoliation, psoriasis ("scalp psoriasis"), uterine adhesions ("other injury(ies) or complication (s) please describe: uterus had fused together with scar tissue") and weight decreased ("weight loss"). The patient was treated with ibuprofen and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on 8-dec-2015. At the time of the report, the fallopian tube perforation, endometritis, menorrhagia, inflammation, pain, abdominal pain lower, weight increased, fatigue, dysmenorrhoea, menstrual disorder, anxiety, depression, dermatitis contact, psoriasis, mood swings, acne, vaginal haemorrhage, autoimmune thyroiditis, coeliac disease, uterine adhesions and weight decreased outcome was unknown and the genital haemorrhage, pelvic pain, abdominal distension, alopecia, rash and dyspareunia had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne, alopecia, anxiety, autoimmune thyroiditis, coeliac disease, depression, dermatitis contact, dysmenorrhoea, dyspareunia, endometritis, fallopian tube perforation, fatigue, genital haemorrhage, inflammation, menorrhagia, menstrual disorder, mood swings, pain, pelvic pain, psoriasis, rash, uterine adhesions, vaginal haemorrhage, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.2 kg/sqm. Ultrasound scan vagina - in (B)(6) 2012: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were reported via social media: mouth swelling, inside of my mouth raw and peeling off, hair was falling out, scalp psoriasis, endometritis. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Most recent follow-up information incorporated above includes: on 12-jun-2018: plaintiff fact sheet received. Events mood swings, acne, vaginal bleeding, rashes, hashimoto's; celiac disease, dyspareunia, fallopian tube perforation, weight gain , weight loss, scar are added. Lab data updated. Historical drug, conditions, concomitant drug added. Product, patient & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ("endometritis"), menorrhagia ("heavier menstrual flow") and genital haemorrhage ("heavy bleeding") in a female patient who had essure (batch no. A20058) inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included bupropion (wellbutrin). On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced pain ("severe pain / got the device implanted 3 years ago, and have been in pain ever since"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain / crippling pain"), inflammation ("inflammation"), abdominal distension ("abdomen is always swollen and bloated looking"), abdominal pain lower ("cramps"), weight increased ("weight gain"), fatigue ("fatigue"), abdominal pain ("abdominal pain"), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menses"), anxiety ("anxious"), depression ("depressed"), hypersensitivity ("sensitive to plastics") with mouth swelling and oral mucosal exfoliation, alopecia ("hair was falling out") and psoriasis ("scalp psoriasis"). The patient was treated with ibuprofen and surgery (full hysterectomy & salpingectomy with removal of essure). Essure was removed on (B)(6) 2015. At the time of the report, the endometritis, menorrhagia, genital haemorrhage, inflammation, pain, abdominal pain lower, weight increased, fatigue, dysmenorrhoea, menstrual disorder, anxiety, depression, hypersensitivity and psoriasis outcome was unknown, the pelvic pain and abdominal distension had resolved and the alopecia was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anxiety, depression, dysmenorrhoea, endometritis, fatigue, genital haemorrhage, hypersensitivity, inflammation, menorrhagia, menstrual disorder, pain, pelvic pain, psoriasis and weight increased to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: mouth swelling, inside of my mouth raw and peeling off, hair was falling out, scalp psoriasis, endometritis. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Most recent follow-up information incorporated above includes: on 7-jun-2018: pfs received: new events: mouth swelling, inside of my mouth raw and peeling off, hair was falling out, scalp psoriasis, endometritis were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("heavier menstrual flow") and genital haemorrhage ("heavy bleeding") in a female patient who had essure (batch no. A20058) inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included bupropion (wellbutrin). On (B)(4) 2012, the patient had essure inserted. On the same day, the patient experienced pain ("severe pain / got the device implanted 3 years ago, and has been in pain ever since"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain"), inflammation ("inflammation"), abdominal distension ("abdomen is always swollen and bloated looking"), abdominal pain lower ("cramps"), weight increased ("weight gain"), fatigue ("fatigue"), abdominal pain ("abdominal pain"), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menses"), anxiety ("anxious") and depression ("depressed"). The patient was treated with ibuprofen and surgery (full hysterectomy & salpingectomy with removal of essure). Essure was removed in (B)(6) 2015. At the time of the report, the menorrhagia, genital haemorrhage, pelvic pain, inflammation, abdominal distension, pain, abdominal pain lower, weight increased, fatigue, dysmenorrhoea, menstrual disorder, anxiety and depression outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, anxiety, depression, dysmenorrhoea, fatigue, genital haemorrhage, inflammation, menorrhagia, menstrual disorder, pain, pelvic pain and weight increased to be related to essure. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Most recent follow-up information incorporated above includes: on (B)(6) 2017: events added: heavy bleeding, abnormal menses, anxious and depressed. Full hysterectomy and salpingectomy with removal of the essure devices in (B)(6) 2015. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.